Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that an electromagnetic communication cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed that the electromagnetic navigation interface was not communicating with the system. It was reported that the issue occurred pre-operatively. The user disconnected the universal serial bus (usb) cable, rebooted the navigation system which did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome.